Event description:
A beckman coulter (B)(4) senior quality manufacturing technician reported an unknown amount of diluent leak from their coulter lh 500 hematology analyzer instrument and an air leak outside of the instrument. The customer stated no error messages were generated. The fluids associated with this event are: blood, diluent, and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The msds was not reviewed; however, the facility has an exposure control or risk management plan in place. On the day of the event, a field service engineer (fse) was on site and replaced pinched tubing through pinch valve (pv42), which resolved the issue. Failure mode of the event was the tubing through pv42.

Manufacturer narrative:
Pv42 in normal state vents probe clean cylinder, cl3. In operated state routes 30-psi pressure to cl3 to extend the probe rinse block, and activates vl42 which opens the path for pressurized diluent or cleaning agent to the aspirator tip. (B)(4).